Event description:
Follow-up information indicated surgery was undertaken and 2 of the leads were explanted and replaced. Intraoperative diagnostic testing of the third lead indicated invalid impedance readings and it was found the physician had severed the lead during the procedure. The physician elected to leave the partial lead implanted. The patient is experiencing effective therapy with the 2 replacement leads.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with 3 leads (from the same lot) as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. X-rays were taken and indicated the lead implanted at l1 had migrated into the epidural space. Additionally, the lead implanted at t12 was partially in the foramen, but the strain relief loop was pulled down. The s-curves created to provide strain relief were still present for each lead. Surgical intervention may take place at a later date to address the issue.